Manufacturer narrative:
The device was received by anspach. The device was evaluated and the customer's complaint that the drill is noisy and the sleeve lock is damaged was confirmed. This device had been immersed and has corroded internal components. The corrosion has caused the lock sleeve to fail and the internal components to rattle due to deterioration. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the device was "noisy" and the sleeve lock was damaged. The device was not being used during a procedure. No pt or user injuries were reported. There was no additional information provided.